Event description:
Boston scientific received information that this patient had a system infection. The field representative was unable to obtain any additional information. Current evidence suggests this product remains in service. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.